Manufacturer narrative:
The field service engineer (fse) indicated that he found and replaced clogged tubing at lv8 to resolve the leak. (B)(4).

Event description:
The customer reported that a few drops of fluid had leaked from the probe on the coulter act diff 12 analyzer. The leak was not contained. The customer also reported that the wbc, rbc, hgb was low and out of range on quality control samples. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.